Manufacturer narrative:
The device is returning to arthrocare for evaluation. After the device evaluation and device lot history review are completed, a follow-up report will be provided.

Event description:
On (B) (6) 2010, the patient underwent a tonsillectomy using an evac 70 xtra with integrated cable arthrocare wand. At the completion of the case and after the mouth gag was removed, it was noticed that the tissue on the patient's lip where the black insulator sleeve of the wand shaft had rested looked like it had been ablated. The tissue was not charred like burnt tissue but was white looking. The tissue damage extended from the inside of the lip to the outside of the lip. The damaged tissue was not treated.